Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. Physio downloaded the device's electronic records from the event for review and observed several instances of high patient impedance, which can result in the device displaying a connect electrodes prompt. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they had this device connected to a patient via defibrillation electrodes and received a "connect electrodes" message. As a result, defibrillation therapy may not be available, if it was needed. The customer switched to a back-up device and continued patient care using the back-up device. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control has determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that they had this device connected to a patient via defibrillation electrodes and received a "connect electrodes" message. As a result, defibrillation therapy may not be available, if it was needed. The customer switched to a back-up device and continued patient care using the back-up device. There were no reports of adverse effects to the patient as a result of the reported issue.